Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device has a front end failure and is sending it to the philips repair bench. There was unknown reported patient involvement.